Manufacturer narrative:
Evaluation of the returned psr3d revealed that the pusher wire was kinked, and the psr3d stent was damaged. This damage was likely due to forceful advancement against resistance. The fracture in the velocity likely contributed to resistance during advancement. Penumbra catheters and revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02646.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system 3d revascularization device (psr3d) and a penumbra system red 62 reperfusion catheter (red62). During the procedure, while attempting to advance the psr3d through the velocity and the red62, the physician noticed under fluoroscopy that the velocity was broken into two pieces approximately 10 inches from the hub. The psr3d was then removed and resheathed. The physician then pulled the proximal end of the velocity out and removed the distal end by clamping down on the velocity at the groin and subsequently by pulling it out along with the red62. It was also reported that there was no physical damage noted on the psr3d. The procedure was completed using a new velocity, a new red62 and a new psr3d. There was no report of an adverse effect to the patient.